Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patient was using a massager on the chest at the time of the event. Technical services discussed the findings. The clinic has now reprogrammed the sensing vector from primary to secondary. There were no additional adverse patient effects. The system remains implanted.